Event description:
It was reported that the device would not charge defibrillation energy past two (2) joules. The device also logged several event codes in relation to the reported failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic isolation relay and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.